Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the footswitch presented with a problem. After more than a 15 minute delay, surgery was completed with an alternate system with no impact to the pt.